Event description:
It was observed that during the device evaluation the bronchovideoscope had adhesive peeling around bending tube and the connection between bending section and distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the connection between bending section and distal end becoming detached: degradation problem identified and the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.